Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the small digital readout on the roller pump message display was not working. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). The fsr disassembled the rolller pump and reseated the printed circuit board connectors. The unit was tested to MFR's specs and returned to clinical use. If add'l info becomes available on this complaint that would alter the fact and/or conclusion, a supplemental report will be filed accordingly.